Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm or motor error alarms were noted. The motor was tested outside the device and passed. The pump was received with cracked case at display window corners and battery tube threads. The pump was received with scratched lcd window, broken reservoir tube lip and missing reservoir tube lip o-ring. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 435 mg/dl. The customer stated that the motor error occurred during bolus delivery. The customer stated that the screen came on and off and she changed sets about a dozen times. The customer treated the high readings with injections. The customer stated that they were able to rewind the pump. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.